Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient is currently admitted to the hospital due to gastrointestinal bleeding (gi). The patient¿s hemoglobin (hgb) and hematocrit remain stable with plasma free reported normal on (B)(6) 2018. The patient¿s lactate dehydrogenase (ldh) is slightly elevated from baseline. Further information was requested, but not provided.